Manufacturer narrative:
D4: UDI: as the lot number for the device involved in the event was not provided, the full UDI is currently not available. An analysis of the product could not be performed since a physical sample was not received for evaluation. An evaluation of the manufacturing record could not be performed as the required product identification number was not provided to complete the evaluation. As part of our company quality system process, all devices are manufactured, inspected, and distributed to approved specifications. Based on the information available, there is no indication that a design or manufacturing issue has caused the reported complaint condition. If the product is received at a later date, the investigation will be updated as applicable. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a patient underwent an atrial fibrillation (afib) procedure with a nuvision ice catheter and suffered a vessel perforation which required a stent placement and prolonged hospitalization. The report indicated that they were mapping with the competitors mapping unit and generator farapulse. No biosense hardware was used. The doctor felt resistance and proceeded to push the nuvision ice catheter, and the external iliac vein was punctured. The patient experienced blood loss and hypotension. A stent was placed in the external iliac to stabilize the patient. The jnj representative had to leave, and additional information is not known at this time. A farapulse generator was used. The information received indicated that the outcome of the adverse event was fully recovered (no residual effects). The patient required one day of extended hospitalization.